Event description:
It was reported that the nurse stated they were trying to initiate therapy on a patient. The arctic sun device was alarming no flow, they confirmed there were not kinks in the tubing. Nurse provided s/n #(B)(6). Confirmed they have 4 medium pads connected, device primes and then stops therapy. Had nurse stop, empty the pads, and disconnect all pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 94 percentage, system hours were 9,803, and pump hours were 9,165. Informed nurse the device will need to go to biomed labelled no flow and they will need to swap devices. Nurse stated they were going to try to borrow a device from another unit. Encouraged nurse to call back with any issues.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to initiate therapy on a patient. The arctic sun device was alarming no flow, they confirmed there were not kinks in the tubing. Nurse provided s/n #: (B)(6). Confirmed they have 4 medium pads connected, device primes and then stops therapy. Had nurse stop, empty the pads, and disconnect all pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 94 percentage, system hours were 9,803, and pump hours were 9,165. Informed nurse the device will need to go to biomed labelled no flow and they will need to swap devices. Nurse stated they were going to try to borrow a device from another unit. Encouraged nurse to call back with any issues.

Manufacturer narrative:
Sample not received. The reported issue was inconclusive. The root cause was not able to be isolated. It was noted that the nurse stated they were trying to initiate therapy on a patient. The arctic sun device was alarming no flow, they confirmed there were not kinks in the tubing. Nurse provided s/n #: (B)(6). Confirmed they have 4 medium pads connected, device primes and then stops therapy. Had nurse stop, empty the pads, and disconnect all pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, circulation pump command (cpc) was 94 percentage, system hours were 9,803, and pump hours were 9,165. Informed nurse the device will need to go to biomed labelled no flow and they will need to swap devices. Nurse stated they were going to try to borrow a device from another unit. Encouraged nurse to call back with any issues. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to initiate therapy on a patient. The arctic sun device was alarming no flow, they confirmed there were not kinks in the tubing. Nurse provided s/n #(B)(6). Confirmed they have 4 medium pads connected, device primes and then stops therapy. Had nurse stop, empty the pads, and disconnect all pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 94 percentage, system hours were 9,803, and pump hours were 9,165. Informed nurse the device will need to go to biomed labelled no flow and they will need to swap devices. Nurse stated they were going to try to borrow a device from another unit. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.